Manufacturer narrative:
At this time no product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the adc freestyle libre 2 sensor on first day of wear. The customer reported subsequent loss of consciousness. The customer was diagnosed with hypoglycemia and treated with cola and glucose via IV by an emergency doctor. There was no report of death or permanent injury associated with this event.